Manufacturer narrative:
Aware date used as event date, as no event date was reported. Article citation: lennox, a. F., mclachlan, md, bms, r. H., varcoe, r. L., & thomas, s. D. (2018). Endovascular treatment of critical lower limb ischemia caused by giant cell arteritis. Journal of vascular surgery cases and innovative techniques, 31-34.

Event description:
Reported via journal article. The purpose of the article was to show a case study on how endovascular intervention is a feasible treatment of critical limb ischemia due to giant cell arteritis (gca) and has been shown to be safe in this case. It was reported that in-stent restenosis occurred. The patient presented with infection, ischemia, and immunosuppression, requiring intervention. Diagnostic angiography confirmed a diffusely diseased right superficial femoral artery (sfa) and proximal popliteal artery. The posterior tibial artery was also occluded. The lesion was crossed with a v-18 bsc guidewire, and a non-bsc filter wire. Angioplasty was performed in the distal sfa using a non-bsc balloon, two 5x150mm lutonix drug coated balloons, and one 8x50mm lutonix drug coated balloon. A flow-limiting dissection was noted in the distal sfa after angioplasty. A 6x80mm eluvia stent was then placed to cover the dissection. The final angiographic result was excellent with no residual stenosis in the sfa. Six months after the index procedure, the patient was re-examined and reported right calf claudication. There was new 75% or more stenosis just proximal to the stent, and 50-75% stenosis at the proximal segment of the stent. The remainder of the stent and sfa appeared to be patent. The stenosis was presumed to be due to neo intimal hyperplasia from balloon trauma. Drug coated balloon angioplasty has been planned for intervention.